Event description:
During common bile duct exploration, surgeon states needing a new lithovue. States "it broke, we need a new one". New supply obtained. Item saved & sent to materials. No harm to pt.